Manufacturer narrative:
Results evaluation: investigation: the returned unit was visually examined prior to decontamination. It was found there was secretion attached inside the tube. After decontamination, the length and outer/inner diameters of the tube were measured and found to be within spec. We confirmed that the returned tube lumen had no deformation/protrusion, which can cause the alleged incident. A review of our complaints history confirmed this to be the first complaint for the possible lot numbers identified. Root cause: it is stated that the units were tested prior to use, and only became blocked after in use for seven days. As such, this incident is unlikely the result of a mfg error. This is likely due to user interface/handling. The instructions for use have a precaution that states "pts should be adequately humidified to minimize encrustation of the tube or inner cannula, and to prevent mucosal damage." This report has been logged for trending.